Event description:
It was reported that 3 hours and 45 minutes after dialysis was initiated using an ak 98 machine, a home patient experienced hemolysis due to a kink on the arterial blood line above the dialyzer. There were no alarms reported. The patient presented with chest/ abdominal cramps, nausea, vomiting and dyspnea. Additionally, it was reported that there was "a significant decrease in the hemoglobin". The patient was transferred to intensive care. It was reported that the patient was "retransfused". No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.